Event description:
(B)(4). I had unbearable pain, very tired and loosing my hair. My device was provided by my insurer. I had done in my doctor's office. I was fine for the first 3 years then all of sudden I had a cyst on my ovary and then 6 months later I had to have a hysterectomy because of endometriosis. Since having removed I feel normal finally, have energy and my hair is finally growing.